Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly had a contamination of a foreign material within the sample tray upon retrieving the sample. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one encor biopsy probe was returned for evaluation. The probe appeared to be bloody with the aperture closed. The saline cap was returned. The protective tubing was removed from the needle with resistance. Foreign material was returned and taped to a piece of paper. Scathing was noted to the inside of the protective tubing. The proximal retaining cap was glued to the probe. No damage was noted to the rear housing. No other anomalies were identified. Upon microscopic examination, foreign material was not found to be on the aperture and cutter of the probe. Therefore, the investigation is confirmed for the reported foreign material, as foreign material was retuned in a piece of paper. A definitive root cause for the reported failure could not be determined based upon the provided information. Labeling review: the review of the instructions for use, indications, warnings, precautions, cautions, possible complications, and contraindications showed that the product labeling is adequate. H10: d4 (expiry date: 09/2021). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 09/2021).

Event description:
It was reported that during an ultrasound-guided breast biopsy, the device allegedly had a contamination of a foreign material within the sample tray upon retrieving the sample. There was no reported patient injury.